Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states both side wheel locks are worn and have come loose from the frame.